Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and found an increased intra-peritoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain / false empty detect at initial drain. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter; however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 1. The patient's drain volume was 3390ml. The fill volume was 2000ml. This information meets iipv criteria. Product surveillance attempted to contact the nurse on (B)(6) 2011. There was no answer; a detailed message was left to notify the nurse of the iipv found during evaluation. No further information is available.